Event description:
It was reported that during a pta/stenting treatment procedure to dilate a 70% stenosis in a very long left renal artery, the stent came off the balloon. The physician dilated the lesion at low pressure and a dissection was noted. Cordis stent was placed in the proximal 1/3 of the renal artery significant limitation of flow and an extension of the dissection was noted following stent placement. A second cordis stent was placed distal to the first. A third stent was necessary so the physician then advanced an express biliary stent through the two previously placed stents. A hand injection was performed and it was noted at that time that half of the express stent had come off the balloon. The physician tried unsuccessfully to pull the balloon back to recapture the stent. A rosen wire was then used to try and 'poke' the stent, however the wire kept retreating proximally in the artery. As snaring the stent was not an option, the physician decided to deploy the distal end of the stent. Due to the v-shape of the partially deployed stent, flow to the vessel continued to diminish and the artery thrombosed. Several hours later the pt was transfered to a different hosp. Additional unsuccessful attempts were made to retrieve the partially deployed stent. Discussion ensued with several surgeons, however no one in the area possessed the required expertise necessary to revascularize the kidney. The pt will probably require dialysis. The physician is of the opinion that the thrombosed renal artery is directly related to the product failure of the express biliary stent.